Event description:
It was reported that the patient had turned stimulation off the night prior to the report and the morning of the report the patient was having a searing heat, a hot poker going through the back. She turned the stimulator on and had searing pain, a hot pain that felt like a poker going through her back by the ribs going into the abdomen. The patient turned off stimulation and the pain went away, then turned stimulation back on and the pain came right back. The patient tried all three positions and still had pain. She had turned down stimulation and still had pain. The patient had no falls or traumas the day of the report, and that was the first day she had felt the searing heat. Since implant, the patient had mild warmth at the ins area, but thought that was normal. There was a loss of stimulation/therapeutic effect that was sudden. The patient reported a shocking/jolting sensation. It was unknown if action was required, and troubleshooting would be performed in the future. The patient had turned off the stimulator on (B)(6) afternoon to conserve battery for (B)(6). When the patient turned the system on (B)(6), the stimulation pattern changed drastically to the abdomen and ribs. The patient reported a burning/stinging sensation at the lead entry site only when the system was on. The patient was instructed to follow charge battery to see if it resolved since it was low. The patient continued to have the same sensations. The patient was seen at the clinic on (B)(6) and attempted to reprogram. All stimulation configurations attempted resulted in either leg or rib/abdomen stimulation and the patient continued to have burning and stinging at the lead site. The healthcare provider ordered x-rays to be completed at the earliest convince. In the meantime, the patient was instructed to turn the system off and rest it until the follow-up appointment post x-ray. Patient status at the time of the report was alive, no injury. Patient symptoms included burning sensation and less than 50% therapy relief, at the lead location. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an x-ray revealed the lead had migrated completely out of the epidural space and into the subcutaneous tissue near the lead anchor. A lead revision was planned, but had yet to be scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).